Manufacturer narrative:
The initial reported event of infection was received on (B)(6) 2017. Of note the serious injury is normally submitted via an alternative summary report that would have been due on (B)(6) 2017. Information was subsequently received on 2017-06-26 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a bimonthly report/30-day report. Product analysis: the full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 694765 lead, implanted (B)(6) 2003.

Event description:
It was reported that the patient developed an infection. The right atrial (ra) lead, right ventricular (rv) lead, and implantable cardioverter defibrillator (ICD) were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.